Event description:
According to the reporter, intra- operatively in a laparoscopic bariatric- sleeve procedure on the stomach, the device locked on the third and fifth shot. They replaced the device to complete the case and resolve the issue. There was an extension of more than 30 minutes in the surgery, no harm with the patient they only extended the surgical time. The patient was alive with no injury.